Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was inflated once for 1 second before it ruptured.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.